Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) value displayed as "high"; specific value was not provided. Customer administered an insulin injection to address the elevated blood glucose. Customer changed pump supplies to address the issue.